Manufacturer narrative:
The cause of the presumed air embolism was not determined since product was not returned. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male bridging to a heart transplant was implanted with an impella device for mechanical circulatory support. The complainant reported observance of what appeared to be air bubbles after pump initiation. This anomaly resolved quickly and support was not interrupted. There was no harm to the patient because of this. The patient ultimately expired on support, however, there was no allegation of the impella being a factor.